Manufacturer narrative:
Following impaction of the poly inserts into the tray, it was noticed that the connector post within the impactor tip that connects the tip to the impactor handle had broken off. Surgery was completed successfully. Review of the returned component confirmed that the connecting post sheared off at its base. Review of inspection records for the affected device lot indicate that the device was manufactured to spec.

Event description:
Following impaction of the poly inserts into the tray, it was noticed that the connector post within the impactor tip that connects the tip to the impactor handle had broken off. Surgery was completed successfully.